Manufacturer narrative:
Dario's representative contacted the user and offered to troubleshoot in order to further investigate this issue, however the user refused to troubleshoot. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) 2024, the user contacted dario to report high blood glucose (bg) readings. The user reported that she received bg readings from her dario meter that did not match her low bg levels. The user stated that she received bg readings from her other meter that reflected her issue more properly.